Manufacturer narrative:
On 22-apr-2024, the product investigation was reopen to further investigate the reported issue. It was concluded that the broken condition is related to the manufacturing process since the dilator shaft has a very shallow insertion into the dilator, only 2 to 3mm. The correct shallow insertion is about 10mm. The dilator issue reported by the customer was confirmed, since it was identified that the dilator shaft assembly was found incorrectly performed. The root cause of the broken condition is manufactured-related. For the broken condition, a process retraining was performed on the manufacturing personnel involved to reduce this type of failure. In addition, the procedures will be updated to improve the current process. The instructions for use contain (IFU) the following warning and precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Before inserting the device into the patient, pre-assemble the steerable sheath and dilator. During insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. Slowly remove or insert the dilator or other devices. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 2-oct-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and dilator hub broke. The dilator on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hub broke during insertion at the beginning of the pulmonary vein isolation (pvi) procedure. A new sheath had to be opened in order to continue the procedure. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection was performed following bwi procedures. Visual analysis revealed that the hub of the dilator was observed broken. Due to this condition the device was sent to the supplier to perform a manufacturing investigation, and it was concluded that the broken condition is related to the manufacturing process since the dilator shaft assembly was found incorrectly performed. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The date of event was not provided. As such, field b3. Date of event has been populated with (B)(6) 2023. E1. Initial reporter phone: (B)(6) manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and dilator hub broke. The dilator on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hub broke during insertion at the beginning of the pulmonary vein isolation (pvi) procedure. A new sheath had to be opened in order to continue the procedure. Additional information received indicated the dialator broke at the very proximal part while it was being used on the patient. The sheath did not break. Air did not enter the patient¿s body.